Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and salpingitis ("chronic salpingitis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's past medical history included pulmonary embolism. Concurrent conditions included obesity and epilepsy since 1993. Concomitant products included ibuprofen (advil). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("vaginal bleeding"). In 2010, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2011, the patient experienced asthma ("asthma"), dizziness ("intermittent dizziness") and vertigo ("vertigo"). In july 2016, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), depression ("depression"), rash ("rash"), memory impairment ("impaired cognition/ memory"), back pain ("lower back pain"), breast tenderness ("breast tenderness") and cognitive disorder ("impaired cognition"). The patient was treated with levetiracetam (keppra), surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache and breast tenderness had resolved and the salpingitis, the last episode of alopecia, weight increased, fatigue, depression, rash, bacterial vaginosis, migraine, nausea, dysmenorrhoea, vaginal discharge, asthma, dizziness, vertigo, memory impairment, back pain and cognitive disorder outcome was unknown. The reporter considered asthma, back pain, bacterial vaginosis, breast tenderness, cognitive disorder, depression, dizziness, dysmenorrhoea, fatigue, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, rash, salpingitis, vaginal discharge, vaginal haemorrhage, vertigo, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Thyroid test & hysterosalpingogram (hsg): 2016. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Medically confirmed case. New reporters added and reporter information updated. Patient demographics added. Product indication added and implanted date updated. Concomitant disease, historical conditions, treatment drugs and concomitant drugs added. Updated suspect drug indication. Events: vaginal bleeding, bacterial vaginosis, migraines, headaches, nausea, dysmenorrhea, vaginal discharge, asthma, intermittent dizziness, vertigo, impaired cognition/ memory, hair loss, chronic salpingitis, breast tenderness, lower back pain and she did not undergo an essure confirmation test added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included pulmonary embolism. *thyroid test & hsyterosalpingogram (hsg): 2016. Previously administered products included for an unreported indication: depo-provera from 1998 to 2006. Concurrent conditions included epilepsy since 1993 and obesity. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced menorrhagia ("heavy periods/ heavy menstrual cycle") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced cognitive disorder ("impaired cognition"). In (B)(6) 2016, the patient experienced asthma ("asthma"), dizziness ("intermittent dizziness"), vertigo ("vertigo"), memory impairment ("impaired cognition/ memory") and the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), depression ("depression"), rash ("rash"), back pain ("lower back pain"), breast tenderness ("breast tenderness"), mood swings ("mood swings"), abdominal pain ("abdominal pain"), hypoaesthesia ("facial numbing"), cough ("cough"), rhinorrhoea ("runny nose"), nasal congestion ("runny nose and a little congestion"), gastrooesophageal reflux disease ("reflux") and arthralgia ("knee pain"). The patient was treated with levetiracetam (keppra) and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, breast tenderness and gastrooesophageal reflux disease had resolved and the salpingitis, the last episode of alopecia, weight increased, fatigue, depression, rash, bacterial vaginosis, migraine, nausea, dysmenorrhoea, vaginal discharge, asthma, dizziness, vertigo, memory impairment, back pain, cognitive disorder, mood swings, abdominal pain, hypoaesthesia, cough, rhinorrhoea, nasal congestion and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, asthma, back pain, bacterial vaginosis, breast tenderness, cognitive disorder, cough, depression, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, mood swings, nasal congestion, nausea, pelvic pain, rash, rhinorrhoea, salpingitis, vaginal discharge, vaginal haemorrhage, vertigo, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included pulmonary embolism. *thyroid test & hsyterosalpingogram (hsg): 2016. Previously administered products included for an unreported indication: depo-provera from 1998 to 2006. Concurrent conditions included epilepsy since 1993 and obesity. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced menorrhagia ("heavy periods/ heavy menstrual cycle") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced cognitive disorder ("impaired cognition"). In (B)(6) 2016, the patient experienced asthma ("asthma"), dizziness ("intermittent dizziness"), vertigo ("vertigo"), memory impairment ("impaired cognition/ memory") and the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), depression ("depression"), rash ("rash"), back pain ("lower back pain"), breast tenderness ("breast tenderness"), mood swings ("mood swings"), abdominal pain ("abdominal pain"), hypoaesthesia ("facial numbing"), cough ("cough"), rhinorrhoea ("runny nose"), nasal congestion ("runny nose and a little congestion"), gastrooesophageal reflux disease ("reflux") and arthralgia ("knee pain"). The patient was treated with levetiracetam (keppra) and surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, breast tenderness and gastrooesophageal reflux disease had resolved and the salpingitis, the last episode of alopecia, weight increased, fatigue, depression, rash, bacterial vaginosis, migraine, nausea, dysmenorrhoea, vaginal discharge, asthma, dizziness, vertigo, memory impairment, back pain, cognitive disorder, mood swings, abdominal pain, hypoaesthesia, cough, rhinorrhoea, nasal congestion and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, asthma, back pain, bacterial vaginosis, breast tenderness, cognitive disorder, cough, depression, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, mood swings, nasal congestion, nausea, pelvic pain, rash, rhinorrhoea, salpingitis, vaginal discharge, vaginal haemorrhage, vertigo, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Most recent follow-up information incorporated above includes: on 12-feb-2020: information received via social media: new events - mood swings, abdominal pain, facial numbing, cough, runny nose, reflux, knee pain were added. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), depression ("depression") and rash ("rash"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, fatigue, depression and rash outcome was unknown. The reporter considered alopecia, depression, fatigue, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.